Event description:
It was reported that the stent moved from the balloon. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified subclavian artery. An 8.0x40x135 cm express ld vascular stent balloon expandable catheter was advanced for treatment. However, the stent moved from the balloon during deployment. The stent was pulled out, as it was not completely deployed. The procedure continued with another of the same device. No complications were reported, and the patient condition following procedure was stable.

Event description:
It was reported that the stent moved from the balloon. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified subclavian artery. An 8.0x40x135 cm express ld vascular stent balloon expandable catheter was advanced for treatment. However, the stent moved from the balloon during deployment. The stent was pulled out, as it was not completely deployed. The procedure continued with another of the same device. No complications were reported, and the patient condition following procedure was stable.

Manufacturer narrative:
Device evaluated by MFR.: this express ld vascular stent balloon expandable catheter ((B)(6)) was returned for analysis and confirmed to be the correct device for the reported issue. Visual examination found that the balloon had been subjected to positive pressure (inflated) and that the stent had completely separated from the balloon catheter. The separated stent was not returned for analysis. Further examination did not identify any issues with the balloon material or tip of the device. A visual and tactile examination identified no damage or any issues to the shaft of the device.